Event description:
The peritoneal dialysis patient reported a leak inside the cassette door when breaking down the machine. The peritoneal dialysis nurse confirmed the pt identified inside the cassette door. The pt's effluent was clear. The following prophylactic antibiotics were used: 1 dose of 2g vancomycin; 1 dose of 1g fortaz; 250 mg levaquin orally for 7 days. The sample was discarded. The pt finished treatment with manuals.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.